Event description:
It was reported that when the client tries to print an ICD remote transmission, gets a message that indicates the patient already has a ICD remote and to choose another date and/or time for this test before proceeding. Client gets same message when trying to save or close as well. Client had to force paceart to close without saving their work. A workaround was created and the client was advised how to work and save data. No patient involvement or complications were reported.

Event description:
It was reported that when the client tries to print an ICD remote transmission, gets a message that indicates the patient already has a ICD remote and to choose another date and/or time for this test before proceeding. Client gets same message when trying to save or close as well. Client had to force paceart to close without saving their work. A work around was created and the client was advised how to work and save data. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further analysis of the event prompted a change in the conclusion code. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further analysis of the event prompted a change in the conclusion code.

Event description:
It was reported that when the client tries to print an ICD remote transmission, gets a message that indicates the patient already has a ICD remote and to choose another date and/or time for this test before proceeding. Client gets same message when trying to save or close as well. Client had to force paceart to close without saving their work. A workaround was created and the client was advised how to work and save data. No patient complications have been reported as a result of this event.